Event description:
It is reported that the patient was revised due to femoral implant loosening.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: review of primary surgical report provided indicates surgical technique was followed. The revision surgical report stated that there was scar tissue around the femoral component and the component was grossly loose. No -x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. The reported femoral implant loosening may have been due to selection of a femoral component that was too small for the application. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.